Event description:
It was reported a patient underwent an initial knee arthroplasty on an unknown date. Subsequently, patient underwent revision due to unknown reasons.

Manufacturer narrative:
(B)(4). The product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products & mdrs: kne-other-tibial trays-unk. MDR: 0001825034-2022-01433. Kne-other-bearings-unk. MDR: 0001825034-2022-01434.

Manufacturer narrative:
Upon receiving additional information of the reported event, it was determined to be not reportable. The per was created in error. There was no revision.

Event description:
Upon receiving additional information of the reported event, it was determined to be not reportable. The per was created in error. There was no revision.